Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty removing the lock line (resistance). The reported unexpected medical intervention was a result of case specific circumstance as forceps were used to untangle the lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a pc deviation lesion. A mitraclip xt was inserted and grasping and the clip was placed on the mitral valve. However, while attempting to remove the lock line, resistance was encountered, and the lock line could not be removed. The thread had wrapped around the lever and became hard. Forceps were used to untangle the thread. After about five minutes, the lock line was exposed. The procedure was continued, and the lock line was removed after confirming there was no resistance. The clip was successfully deployed, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a pc deviation lesion. A mitraclip xt was inserted and grasping and the clip was placed on the mitral valve. However, while attempting to remove the lock line, resistance was encountered, and the lock line could not be removed. The thread had wrapped around the lever and became hard. Forceps were used to untangle the thread. After about five minutes, the lock line was exposed. The procedure was continued, and the lock line was removed after confirming there was no resistance. The clip was successfully deployed, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.